Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed and no anomalies were found. All conductors distorted and had blood/body fluid (not obstructed); outer insulation melted and had cosmetic environmental stress crack. Apparent explant damage.

Event description:
It was reported that the patient had an infection (B)(6). The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.